Event description:
During heart cath procedure, the mynx closure device did not deploy. Pressure applied to site. Unused box of product pulled off shelf as this occurrence has happened on two other occasions with two different patients involving same lot number and size.